Manufacturer narrative:
UDI - (B)(4). The device will not be returned for analysis; therefore the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Per apollo instruction for use warnings: - "infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury." - "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury." Same event as reported in MDR MFR# 2029214-2016-00139.

Event description:
Medtronic received information that a catheter ruptured during an onyx embolization of a right frontal arteriovenous malformation (avm). Medical record review showed that the procedure was indicated in order to gradually reduce the blood flow and volume of the patient's avm prior to microsurgical resection. Under general anesthesia, the images revealed the patient's right frontal arteriovenous malformation (avm) with arterial supply predominantly from anterior frontal branches of the anterior cerebral artery and smaller supply from the anterior frontal branches of the anterior cerebral artery and smaller supply from the anterior middle cerebral artery branches. The nidus measures approximately 2.1 x 2.7 cm. Venous drainage is superficial. Using multiple projections, the large anterior frontal pedicle was selected for embolization. An apollo microcatheter was navigated over the guidewire into the large anterior frontal avm pedicle (referred to as pedicle #1). From this location, the embolization was performed. The catheter was flushed first with normal saline and then with dmso. Onyx-18 was then infused through the catheter into the avm. Initial anterograde flow led to occlusion of a large feeding vessel to the avm. Reflux then began to occur around the catheter tip, approximately 1cm. While attempting to create a plug around the catheter tip, it appeared that the catheter ruptured from the distal segment, just proximal to the detachable tip. The small amount of onyx was seen leaving the microcatheter just proximal to the detachment zone and traveled into the avm pedicle. After seeing this, the decision was made to abandon further embolization from this pedicle and the microcatheter was removed. The apollo catheter was removed intact with the detachable tip still attached to the catheter. Follow up, control angiography revealed occlusion of a portion of the avm consisting mainly of a large vessel and a branch through the nidus. There was not actually significant nidal penetration. Therefore, since this first embolization was prematurely terminated, the decision was made to proceed with embolization through a second pedicle. No kinks or damage were found during catheter inspection prior to use. Several pauses were done during the injection in order a build the plug. The pauses were less than 1 min 30 sec long. The physician felt the initial injection rate after the catheter had been flushed with dmso was slower than usual, but he had no difficulty with onyx delivery initially. The physician reported friction/difficulty during injection of the onyx. Approximately 20-25 minutes had passed from the time resistance was felt and the catheter ruptured. The procedure was completed successfully with a new microcatheter and onyx through the second anterior frontal avm pedicle. Follow-up angiography revealed good occlusion of the avm of approximately 60-70% of the avm nidus. The patient awoke in satisfactory condition. Patient was discharged the following date neurologically stable.